Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged 1255-300 batch 212469 was received for evaluation. Visual inspection noted signs of wear and tear as the laser marks are fading. It was noted that the device arrived for investigation with the 1239-100 batch 212007. The most likely cause of the reported failure is wear and tear on the device, which was manufactured in 2021.

Event description:
On 10/10/2025, it was reported by a sales representative via (B)(4) that an 1255-300 insertion guide, the bolt that attaches to the gig the bolt and jig cross threaded together and got stuck, broke the screwdriver because it was tight. Noticed during a case and swapped with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.